Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. It was noted that the tip of the was had become kinked. The closure device was recaptured with some difficulty due to the damaged was. The procedure was then continued using the kinked was and was successfully completed with a closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman access system (was). The dilator was not returned. Inspection of the device revealed kinks in the sheath 10cm proximal of the tip, and one just distal of the strain relief. Microscopic examination revealed no other damage or defect. Product analysis confirmed the reported event, as the sheath was kinked. Product analysis could not confirm the reported difficult to recapture as clinical circumstances could not be replicated.

Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. It was noted that the tip of the was had become kinked. The closure device was recaptured with some difficulty due to the damaged was. The procedure was then continued using the kinked was and was successfully completed with a closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.